Event description:
It was reported by the patient that she had been experiencing seizures, and the last seizure caused her to become unconscious. As a result, she required hospitalization for several weeks, during which a defibrillator was used. Despite good-faith efforts, further information could not be obtained.